Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one (1) bent grip(s), causing them to be misaligned. The offset at the tips was 0.97 mm. The grips were not found to be cracked. Probably as a result of the bending, the molded insulator of the bent grip has become dislodged. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the force bipolar instrument's jaws no longer closed. The procedure was completed with no reported injury.